Event description:
Confusion about wrong label; (B)(4) are distributing unapproved size 33g insulin pen needles. A 510k data for shows approved only for 29g, 30g, 31g, 32g. FDA 510k # is k170846. Poor flow of insulin due to needle being thin is obstructive and not sufficient. FDA safety report ID # (B)(4).